Event description:
The patient reportedly experienced intermittencies with his internal device followed by a loss of lock. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Surgery to explant the patient's device has been discussed.